Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during one day post implant device check, the right ventricular lead exhibited intermittent capture and intermittent undersensing. The patient was asymptomatic. Programming changes were made. The patient was in stable condition.

Event description:
New information notes that the event occurred a second time, intermittent undersensing and intermittent capture on the right ventricular lead. Programming changes were made. The patient was in stable condition.

Event description:
New information notes that the lead was explanted and replaced on 21 aug 2020. There were no patient consequences.

Manufacturer narrative:
The reported events of intermittent capture and under sensing were not confirmed. Final analysis was normal. No anomalies were found.

Event description:
New information noted in the return paperwork indicates the lead also dislodged.